Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as onset. Pd therapy was ongoing. The same day as onset, the patient began treatment with injection meropenem (intraperitoneally, 1 gram, frequency not reported) and heparin (1000 international unit in each bag, for 3 days, frequency not reported) for peritonitis. On an unreported date, the patient began treatment with vancomycin (1 gram, frequency, duration and route not reported). At the time of this report, the patient continued to take meropenem injection (1.5 grams, route, frequency and duration not reported) and was recovering from this peritonitis event. No additional information is available.